Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. The connector was inspected and locked on lcd board. No button error alarm during testing. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that it was very hard to scroll up and down. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.